Event description:
It was reported that the customer experienced high blood glucose readings of 256 mg/dl and has treated with an insulin pen. Customer mentioned that her set fell off and was replaced. Customer's blood glucose reading at the time of the incident was 300 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.